Manufacturer narrative:
Additional information: weight, date of event, event, and other relevant history.

Event description:
Additional information indicated that the infusion life-sustaining. The patient also stated that "in the past week overnight when not in use, the device alarmed and had a blank screen."

Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's stated problem was unable to be duplicated. Inspected the pump and performed functional tests, and it passed all tests. Further investigation of the pump found no issue with alarm and a blank screen. Therefore, no problem found with the issue. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that during use of this smiths medical cadd ms3 pump, the pump exhibited alarm with a blank screen. It was reported the alarm with blank screen also display when the pump is not in use. Subsequently, the patient successfully switched to backup pump. No patient consequences were reported. No adverse effects were reported.